Manufacturer narrative:
Additional narrative: additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the holding clamp for the external fixator did not match the carbon fiber rod diameter during an unknown orthopedic procedure on an unknown date. It was unknown if there was a surgical delay. Patient outcome is unknown. This report is for one (1) 3.0mm carbon fiber rod 75mm. (B)(4)